Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.

Event description:
It was reported that during surgery, the handpiece sound odd when in use causing it to rattle. The taken graft was damaged and was used. An additional unplanned skin graft was needed to complete the surgery. There was probably a further 20 minutes added to the procedure time and the patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is in process, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on an unknown date, the handpiece sound odd when in use causing it to rattle. The unit was not cutting properly. The taken graft was damaged and was used. An additional unplanned skin graft was needed to complete the surgery. There was probably a further 20 minutes added to the procedure time and the patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the width plate, machined head, and hinge gasket was damaged. The motor speed was below specification. The motor, width plates, machined head, and hinge gasket were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.